Manufacturer narrative:
Concomitant medical products: 5076-45 lead, implanted: (B)(6) 2018. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that within two weeks post-implant, the patient came to the hospital with a ventricular escape rhythm of 30 bpm. High thresholds and no capture were noted. The rv (right ventricular) output was increased to maximum, which resulted in capture. The rv lead was then explanted and replaced. No further patient complications have been reported as a result of this event.